Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and via remote transmission. Upon review, the right atrial lead exhibited automatic mode switch episodes due to noise. Programming changes were not made. Lead revision was discussed.